Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that the customer was hospitalized due to hyperglycemia as well as diabetic ketoacidosis from (B)(6) 2020 to (B)(6) 2020. The customer blood glucose level was 800 mg/dl at the time of incident. The customer insulin drip. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege insulin pump was under delivering the insulin. Customer stated that the clear ring did not had damage, no cracks and loose ring and it was lock in place. The device will not be returned for analysis.